Event description:
The facility reported a flogard infusion pump that "does not function". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "does not function" was confirmed as failure 94 by quality engineering because it was the only issue found during service. Service determined that the configuration settings needed to be reset. The configuration settings were reset onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.